Event description:
The customer reported that when the audible alarm activated on the ventilator, the facility remote nurse call did not alarm. The ventilator was in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician replaced the main board (pcb) to correct the problem. Extended self testing (est) and applicable performance verification testing was completed, and all tests passed per operating specifications.